Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. An attorney.

Event description:
Litigation papers allege: patient experienced severe pain, discomfort, and inflammation in the leg, a popping and clicking sound in the hip; the sensation that the implant is unstable and will give out; inability to walk moderate or long distances; inability to sleep on patient's side without severe pain; inability to sit for moderate to long periods of time; metallosis; cobalt-chromium metal toxicity; infection; and other complications. Ppf alleges loosening of cup, metal wear and metallosis. It was also indicated in the ppf that cup, liner, head and stem were revised. Doi: (B)(6) 2005; dor: (B)(6) 2005; (left hip).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision depuy synthes of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # ==> (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.